Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the isi field service engineer and the following additional information was obtained: the fse confirmed that they did not perform any changes to the system, as the reported issue could not be replicated.

Manufacturer narrative:
Based on the claim against the product by the customer noting non intuitive motion, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the large needle drive instrument moved with unintuitive motion. This could result in subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while changing the large needle driver instrument, with the surgeon¿s hands out of controllers, the right-hand controller moved down without being touched, and the instrument was advanced through the port. Visual inspection of the operative site did not reveal injuries. No errors reported by the system. After that, the system, the arm, and the instrument worked normally, and the procedure was completed and the patient was not affected. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue did not occur with the surgeon's head inside the surgeon console¿s high resolution stereo viewer. There was no internal or external collision with other instruments or system arm-to-arm interference. The issue occurred at about 45 min after the procedure start. The procedure was completed with the delay of 5-10 minutes.